Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Fluid from vaginal collection tube got into laboratory personnel's eye after collecting the patient collected sample. The lab worker flushed their eye with water before visiting doctor. The doctor said there was no dermatitis or iritis observed. The injured person was not wearing proper personal protective equipment at the time of the injury.